Event description:
Alleged, the bed exit will not alarm.

Manufacturer narrative:
The facility's biomed found the bed exit tape switches were remaining open. The biomed replaced the tape switches to repair the bed.